Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The initial medwatch reported that an undefined occlusion occurred. Upon further clarification it was determined that the occlusion occurred due to an infusion set product issue. Tandem reported this issue to the infusion set manufacturer in accordance to tandem procedures. Convatec bears regulatory responsibility for capturing the reported issue.